Event description:
Pt self tester reports discrepant results. Date: (B)(6) 2010, inratio: 6.0. Date: (B)(6) 2010, inratio: 5.7, md meter: 5.7. Pt's therapeutic target range 2.5-3.5.

Manufacturer narrative:
Investigation pending.